Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On 01-jun-2021, 4900 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2021, 4900 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) via surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Medical device removal [medical device removal]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a 38-year-old female patient who had essure inserted (lot no. 904753) for female sterilisation. The patient had a medical history of anemia, bariatric surgery, iron deficiency anemia and type 2 diabetes mellitus. Patient reports that she has never smoked. Previously administered products included: mirena. The patient had a family history of arthritis, asthma, cervical cancer, hypertension, nephrolithiasis, osteoporosis, stomach cancer and uterine cancer. Concurrent conditions were listed as uterine fibroid, painful intercourse, dysmenorrhea (patient continues to have periods, menses are regular. Occur every 28 days and last 7 days. 3/7 days are heavy. She is using overnight pads at night and size 4 during day. She complains of dysmenorrhea. In last 7 months pain more noticeable on right side. Also notices bm pain decreases. Painful intercourse week before menses.) And heavy periods. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2021, 4900 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total vaginal hysterectomy, bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: uterus, cervix and bilateral fallopian tubes. Final pathologic diagnosis: uterus, cervix, and bilateral fallopian tubes hysterectomy and salpingectomy: chronic cervicitis with nabothian cyst, benign secretory endometrium, adenomyosis, submucosal leiomyoma, fallopian tubes with coils, negative for malignancy. Gross description: an approximately 2.0 cm in length portion of silver metallic coiled wire is present within both the right and left cornu. The most recent follow-up information incorporated above includes data received on: (B)(6) 2025: medical record received. Lot number added. Surgical pathology report added. Medical history & concomitant conditions were updated. Additional reporter added. Case comments: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.